Manufacturer narrative:
To mitigate the sensing issue, rv sensitivity was decreased from .6 millivolts to .9 millivolts. It was noted that this did improved the oversensing issue. To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated. Subsequently, a surgical intervention was performed to mitigate the rv oversensing issue. This rv lead was surgically abandoned. There was no report of any adverse patient symptom associated with this clinical observation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did oversense noise which did inhibit pacing for >2 seconds. Most recently, the patient had been having atrial fibrillation with rapid ventricular response (rvr) and was upgraded to the ICD; the av node was removed as well. No syncope or other adverse patient symptoms were reported.